Event description:
It was reported that the pt experienced a loss of therapeutic effect. When her neurostimulator was checked, it changed amplitude settings from 7.0v to 5.0v. The pt was at home in fair condition. Further info is being requested from the hcp.